Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 67 mg/dl while sensor glucose value was 400 mg/dl. The customer reported hypoglycemia. Treated with almonds. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn. The sensor was worn for unknown number of days. User also got a calibration not accepted and sensor updating alert. Transmitter testing was done and was working correctly. Declined to complete troubleshooting. Mmt-7040a was returned for analysis. No product return is expected for mmt-1884, mmt-7841zn.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one used sensor and performed visual inspected and checked for physical damage and none was found (under naked eye) no bent cannula was observed during analysis. Performed continuity resistance test to verify (open trace) electrical interruption in the sensor circuit and sensor passed per specification. Then performed bicarbonate buffer test and sensor failed per specifications due to eis 1hz and 1024hz readings and under 200 dextrose 1% oxygen more of 20 % difference compare with 200 dextrose 5% oxygen, (oxygen effect). Place sensor under microscope and found gold trace corroded/cracked at the counter and working electrode and overgrowth platinum at reference electrode. See attached file for details. In summary, the customer complaint of unexpected sensor alarms were confirmed. Sensor failed for eis readings due to found gold trace corroded/cracked at the counter and working electrode and overgrowth platinum at reference electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.